Event description:
Dealer thinks the problem is the joystick. The joystick was just replaced under warranty in (B)(6) 2014 on ra #(B)(4). Our technician thinks the problem is with the motion concepts seating system.